Event description:
On (B)(6) 2018, the balloon was inserted with no complications. The physician performed an egd post-insertion to check balloon placement, noted bleeding and dismissed the patient. The next day, (B)(6) 2018, the patient was admitted to the hospital reporting severe abdominal pain and difficulty breathing. The patient continued to feel these symptoms the following day, the physician decided to remove the balloons. The physician removed the balloons with no complications; however, during the post-removal egd, a pressure ulcer was found at the gi junction. The patient was discharged on (B)(6) 2018. The patient was not compliant with taking their ppi's.